Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had severe hyperglycemia. Blood glucose level was up to 399 mg/dl. Bolus was given to the customer and blood glucose came back to 181 mg/dl. The insulin pump will not be returned for analysis.